Event description:
The customer reports the device has a bad power pack on the mrx.

Manufacturer narrative:
(B)(4). The customer reports the device has a bad power pack on the mrx. The customer evaluated the device and confirmed the complaint. There was no reported pt involvement. It was found that the ac power module was defective. A new ac power module was ordered by the customer to resolve the problem. No further communication was requested and none is warranted. We will consider this malfunction of the power module that caused the device to fail.